Manufacturer narrative:
(B)(6). Device evaluated by MFR.:the device was received for analysis. The device was received with the stent partially deployed from the device. The distal stent wires were noted to be damaged and penetrating through a section of the braided inner lining of the blue outer sheath. The investigator could not deploy the stent due to the presence of solidified blood and the damage to the stent and outer sheath. No other issues were noted with the stent. A visual and microscopic examination identified that damaged distal stent wires of the device had penetrated through the braided lining of the blue outer sheath. A section of the braided lining had been detached from the outer sheath together with the partially deployed stent. A section of the extreme distal end of the sheath and marker band were also detached from the device. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the delivery system that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-nov-2019. It was reported that deployment difficulties occurred. The stenosed target lesion was located in a ventriculo-atrial shunt. A 7x34x75/ iliac 6f unistep plus reduced profile wallstent was advanced but failed to deploy. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage and device fractures.